Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged lens. Functional testing was able to verify and duplicate the issue. It was determined that the dso sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that ¿cassette damaged, remove cassette" defective cassette sensor¿. There was no patient involvement.